Event description:
Litigation alleges that the asr right hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. **update**(B)(4) 2013 - sales rep reported revision surgery on right hip due to pain and fluid buildup. Part/lot information was also received.

Event description:
Litigation alleges that the asr right hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.